Manufacturer narrative:
This report was initially submitted following notification from a customer in the united states regarding a qcv detected failure at positon b1 in association with the minividas® analyzer (ref. 99735, serial (B)(6) ). A qcv failure is not an abnormal behavior. It means that the qcv played its role as a functional control. This control is meant to detect residual risks, that are rare and sudden. Those risks are already present and accepted into the minividas® system risk analysis. A biomérieux field service engineer (fse) visited the customer site and found the pumps at position a1 and b1 were clogged. The fse performed a pump cleaner and replaced all the seals. The fse then performed a pump test, a leak test, and a qcv test; all tests passed. The cause of the qcv detected failure was a clog at the positon b1 pump channel. The instrument is now performing as intended.

Event description:
On (B)(6) 2020 a customer in the united states notified biomérieux of a qcv detected failure with discrepant procalcitonin (pct) results in association with the mini vidas® blue 110 / 220 v (B)(4). On (B)(6) 2020, the customer performed qcv twice for section b and the qcv failed for position b1 both times. First qcv tv1 = 1.34, second qcv tv1 = 1.22, acceptable tv1 >5.4. The date of the previous passing qcv was (B)(6) 2020. The customer performed a retrospective analysis of results obtained for position b1 of their instrument between (B)(6) 2020 (last good qcv) and (B)(6) 2020 (qcv failure). The retrospective analysis identified that the initial pct result was underestimated for patient 1. Patient 1: collection date (B)(6) 2020 original result 1.82 ; repeat result 18.73 the medical director stated that with the patient's symptoms, lab work, and other diagnostic tests, the patient would still have been admitted. No treatment was provided differently because of the pct results obtained. In the case of falsely underestimated pct results, the clinician may be influenced by a low pct value and may delay initiation of atb therapy. This is unlikely given current clinical practice but possible and the consequences can be a negative influence on the medical diagnosis with no permanent deterioration in the patient, but requiring medical intervention to prevent permanent deterioration on the state of health. Therefore, the risk for the patient is considered as serious. A field service engineer (fse) visited the customer site and observed that position b1 was clogged with a residue buildup. The fse performed a pump cleaning and the instrument is again qualified for use. A biomérieux internal investigation has been initiated.